Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc). Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that as a result of microbiological testing by the user facility, the subject device repeatedly tested positive for following bacteria. On march 2, 2018: the all channels: unspecified bacteria (7 cfu). On march 16, 2018: the air/water channel: unspecified bacteria (8 cfu). The biopsy/suction channel: no microbial growth. The subject device had been disinfected using olympus automated endoscope preprocessor(aer) model etd4 (not available in the u.s.a.) With peracetic acid. There was no report of patient infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device had not been returned to olympus medical systems corp. But was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the result of the additional microbiological testing, the subject device tested positive for micrococcaceae(2cfu / 100ml) and staphylococcus coagulase-negative(1cfu / 100ml), but the testing result cleared (B)(4) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".